Event description:
It was reported that the patient was experiencing pain around the ipg site and unpleasant sensation when device is activated. The patient was given an injection and was prescribed with medications.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a month ago from the date the manufacturer was made aware.